Event description:
It has been reported to philips that an error "stand movement unavailable" was received then the system rebooted. No harm has been reported to philips. A philips service engineer inspected the system on site. The system has been calibrated and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips service engineer inspected the system onsite and confirmed that there was no malfunction with the system. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. No service has been performed by philips since the service quotation was not accepted by the customer. The codes were updated based on the investigation outcome.